Event description:
Per the clinic, the patient experienced ongoing infection at the implant site (specific date not reported). Subsequently, the patient underwent revision surgery for incision and drainage procedure on (B)(6) 2025. However, the issue could not be resolved. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct device is osi300 with serial number (B)(6) and PMA/510(k): k231204; not bi300 implant 3mm with lot number coh1681509 and PMA/510(k): k100360 as previously reported in initial MDR [6000034-2026-01217] on april 02, 2026. Per the clinic, the patient also experienced a postauricular abscess that underwent incision and drainage with drain placement on (B)(6) 2025. The patient then underwent a second revision surgery for incision and drainage on (B)(6) 2025. The patient was also prescribed with oral antibiotics (specific date and duration not reported) and was later treated with IV antibiotics for six weeks (specific date not reported). Device analysis report attached.